Event description:
The customer complained of an erroneous result from one patient sample tested for antibody to (B)(6). The date of event is not known. It is not known if erroneous results were reported outside of the laboratory. The initial (B)(6) result was (B)(6) on the e411 analyzer. The repeat (B)(6) result on a presto instrument was (B)(6). The repeat (B)(6) result from an architect instrument was (B)(6). No adverse event was reported. The e411 system serial number was (B)(4).

Manufacturer narrative:
The sample was sent in for investigation. The sample was tested during the preliminary investigation. The (B)(6) result at the investigation site on an e601 analyzer was (B)(6), which was (B)(6). Using immunoblotting, the result was also (B)(6).

Manufacturer narrative:
This event occurred in (B)(6). (B)(4).

Manufacturer narrative:
During further investigation of the sample, the (B)(6) result at the investigation site on an e602 analyzer was 0.043 coi, which was (B)(6). The (B)(6) result is considered to be true (B)(6).